Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Example: it was reported that air bubbles were observed in the tubing. The customer's blood glucose (bg) level was 529 mg/dl with ketones. Bg was addressed by drinking water and administering a correction bolus. Tandem technical support instructed the customer to use the fill tubing feature to prime out the air bubbles. Customer acknowledged.